Manufacturer narrative:
Current information is insufficient to permit a conclusion as to the cause of the event. Review of device history records show that lot released with no recorded anomaly or deviation.

Event description:
It was reported that the patient was revised for periprosthetic fracture approximately 5 months post-implantation.

Manufacturer narrative:
Patient x rays was evaluated and the reported event was confirmed. DHR was reviewed and no discrepancies relevant to the reported event were found. X-ray analysis: periprosthetic fracture of the greater trochanter is confirmed. Evaluation of the bone quality and detail is limited by poor image quality. Femoral stem is in valgus alignment and there appears to be cortical hypertrophy stress response of the medial femoral shaft at contact with the tip of the femoral stem. Possible causes of the bone fracture are osteolysis of the greater trochanter and generalized osteopenia. Review of the complaint history determined that no further action is required as no trends were identified. Root cause was unable to be determined as the necessary information to adequately investigate the reported event was not provided. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.